Event description:
Dealer states right side of frame where the back cane meets the bottom most horizontal bar., the weld is broken. Dealer noticed when changing the customer's wheel. Dealer states the weld is no longer attached to the frame.